Event description:
It was reported to philips that system did not start up. The device was outside of clinical use at the time of the event. No harm was reported.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analyzed the system remotely and confirmed the reported issue. Review of the system log file showed a "enmv at startup high" error and confirmed the geo module malfunction. The rse called the customer multiple times to schedule onsite repair, but the service quote provided by philips was cancelled by the customer, therefore no further action could be performed by philips. Later, a similar issue was reported, and the philips field service engineer (fse) replaced the geo module to solve the issue. These codes were updated based on the investigation outcome. The device problem code and evaluation method code grid was corrected.